Manufacturer narrative:
The device was received fully deployed. The investigation found no damages or defects to the needle mechanism that would contribute to a failure to deploy properly. The pod data showed that the device completed first and second priming before being deactivated, and no issues were found that would indicate a failure to deploy. The exact cause of the reported event could not be determined. The device was received with the soft cannula fully deployed. Inspection of the soft cannula found that it was stretched, flattened, and torn. The exact cause and timing of this damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward, but upon removing the pod, it was noted that the cannula was visible; this indicates a needle mechanism failure. The patient's blood glucose level reached 156 mg/dl. The pod was not worn. As treatment, a new pod was applied.